Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally entered two meal announcements after breakfast while using the ilet, after which the system suspended insulin delivery and glucose began to trend down; the reported glucose was 218 mg/dl with a stable cgm trend. Symptoms included hyperglycemia without reported acute distress. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer interview and review of device behavior. Investigation of this case revealed normal device function with automatic insulin modulation consistent with design, with the event attributed to user input of duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.